Manufacturer narrative:
(B) (4).

Event description:
It was reported that the doctor thought the patient was having catheter issues because he was not getting as much relief. They took him to surgery and decided they were going to change out the catheter and the pump just to feel like everything should then be ok. No other tests were done on the pump. They were having some reservations about the implanted pump because the patient was not receiving full benefit and because when they did refills they would get an extra 3cc's more than expected. Once in the o.r., the physician felt that the catheter had good flow, after all and was ok. He opted to leave the catheter alone but go ahead and change out the pump. See MFR report #: 3004209178-2010-03367 for additional information.